Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a patient was receiving total parenteral nutrition and lipids through separate channels but connected to y-site below the pump modules. The infusions were intended to infuse within 12 hours. However, the infusions were completed within 6 hours. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: if other specify, imdrf annex a, b, c, d and g codes. Customer provided sample photo only. No device was returned.

Event description:
It was reported that a patient was receiving total parenteral nutrition and lipids through separate channels but connected to y-site below the pump modules. The infusions were intended to infuse within 12 hours. However, the infusions were completed within 6 hours. There was patient involvement but no harm.